Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 69-year-old male patient admitted for cardiomyopathy. The patient¿s comorbidities were unknown, and the clinical condition prior to support was scai stage d. The patient remained in the ICU on impella 5.5 support. On day 38 of support, an automated controller error occurred, and the aic/controller was replaced. On day 48, it was reported that the console was pending investigation, and a loaner aic was required. A warning flag later appeared indicating the need to replace the console, but the flag subsequently disappeared. Out of caution, the customer elected to switch out the console. It was initially believed that the warning may have been related to overdue preventive maintenance (pm), but it was later confirmed that pm was not due for several months. On day 52 of support, the impella 5.5 was explanted, and the patient was successfully bridged to transplant. The controller errors will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.